Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire was also received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation ablation procedure, st elevation occurred. During the procedure, an abnormality was noted near the hemostasis valve when flushing saline. When transseptal puncture and premap were completed with the ring catheter, st-elevation was observed. An angiography confirmed that air was aspirated, ablation was stopped to remove the air and st returned to normal. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: b5, h6.

Event description:
This report includes an update to health impact code.